Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 500 mcg/ml at ¿100 mcg¿ via an implantable pump. The indication for use was spinal pain. On 31-jan-2019 it was reported that the patient reported some discomfort in her abdominal area following the implant. The patient did not report a fever. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting were reported as no signs of warmth or redness in the patient¿s abdominal area near the implant. The actions and interventions taken to resolve the issue was the physician "decide" to attempt to perform a pocket revision and after opening the pocket he noticed a significant amount of white discharge and fluid in the pocket. It was decided at the time that the patient likely had an infection and the whole system was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.